Event description:
On (B)(6) 2024 a contact for this peritoneal dialysis (pd) patient reported they were hospitalized due to peritonitis. The patient had their pd catheter (not a fresenius product) removed. Attempts to obtain additional information were unsuccessful.